Event description:
It was reported the pt experienced knotted muscles, skin bruised near tip of left lead resulting in great pain and migraines. The pt reported losing 36 pounds in 3 months due to migraine medication. Whether the stimulation was turned on and off, the pt felt a shocking or jolting sensation in her left shoulder and burning at the battery pack. The pt experienced the symptoms about 1.5 years ago. The pt indicated there is not known accident or incident related to this complaint. The device was still working to control her low back pain. No further outcome was reported. Additional info has been requested, a follow-up report will be submitted if additional info becomes available.